Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device and the core of the bare wire was noted to be separated. Follow-up with the site confirmed that the device was believed to be the correct device. The site also confirmed that the device was not separated when removed from the patient anatomy; however, they are not sure when the separation occurred. The reported difficulty to retrieve the filter could not be confirmed as the retrieval catheter was not returned. Without having the retrieval catheter to examine, a cause for the reported difficulty could not be determined. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the device was prepared according to the instructions for use. The carotid artery presented some kinks about 3 cm above the stenosis. The device was successfully placed in the target lesion without any further issues and a stent was placed with success. After the successful stent placement, an attempt was made to retract the filter into the catheter system but some resistance was noticed. After several attempts the filter was able to be retracted into the catheter and then the whole system could be removed from the patient's anatomy without any further issues. After removal, it was noticed that the bare wire was stretched but was not separated; nothing remained in the patient`s anatomy. The patient is doing well and the procedure was successful. There were no adverse patient effects reported. However, there was a delay in the procedure getting the system out of the patient anatomy but it was not clinically significant. No additional information was provided.